Manufacturer narrative:
On 6/2/2018, mentor received the suspect medical device for analysis. Mentor also became aware that the correct date of explantation was (B)(6) 2018. In addition, mentor also became aware that the correct serial number for the concomitant device was (B)(4). Lastly, mentor also became aware that as a result of the left breast prosthesis deflation, the patient underwent bilateral removal and replacement with the following devices: (left) mentor memorygel breast implant 275cc gel catalog: 3502751bc lot: 7561946 sn: (B)(4) and (right) mentor memorygel breast implant 300cc gel catalog: 3503001bc lot: 7556780 sn: (B)(4). Device investigation summary: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed a crease on the posterior view. A rent measuring approximately 0.2 cm was discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. The device history record (DHR) for the lot number 6706683 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/12/2019, mentor became aware that the patient also experienced bilateral breast asymmetry and bilateral breast ptosis post-operatively. This medwatch form is for the left breast prosthesis. The right side device will be reported under 1645337-2019-18878. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 275cc saline, catalog #3502275, lot #6706683, sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 275cc saline breast prostheses. Left breast prosthesis deflation was determined. As a result, the patient underwent removal on (B)(6) 2018.